Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon catheter was used in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure the reliant balloon burst during the second or third inflation. The physician used a hand syringe to inflate the reliant balloon inside the graft material at the proximal side of the endurant stent graft. The reliant balloon was being used following a cuff implantation; therefore, double layered stent graft was present in the proximal region. The balloon burst and a piece of the balloon material was completely torn off. The reliant catheter was removed from the patient with no injuries and the procedure was completed successfully. No clinical sequelae were reported and the patient is doing fine.

Event description:
Upon inspection of the device, the balloon had a circumferential tear; a section of the balloon had been torn off. The event was confirmed; the reliant balloon had burst, resulting in a section of the balloon tearing off and separating. The root cause of the burst could not be conclusively determined.